Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that peritoneal dialysis fluid was leaking from the patient line. This event occurred during priming. There was no patient injury and no medical intervention associated with this event. No additional information is available.